Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (b)(3) 2023. The patient was experiencing an unknown sensor issue which occurred on the same day. On (b)(3) 2023, the patient lost consciousness. His spouse found him and called the daughter. No symptoms were mentioned before the patient passed out. No continuous glucose monitor (cgm) or blood glucose (bg) finger stick values were provided. On the way to the house the daughter called emergency medical service. After she reached the home 5 to 10 minutes later, the patient had not regained consciousness. The bg finger stick value by paramedics was in the 20¿s and the cgm showed low. They administered IV (d50) to increase his bg level. The patient regained consciousness and declined to go to the emergency room. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.